Manufacturer narrative:
Medical devices continued: 419678 lead implanted: (B)(6) 2011, dtma1d1 crt-d implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during atrial fibrillation (af). The ra lead remains in use. No patient complications have been reported as a result of this event.